Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed failed battery test due to corroded battery tube. We were unable to perform operating currents, self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm or any alarm due to failed battery test alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and blank display customer's blood glucose at time of incident was 141 mg/dl. Customer was explained the possible causes of blank display. Customer reported that there are cracks around the battery compartment. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer could not troubleshoot for the weak battery, bad battery and battery out limit alarm due to customer's screen went blank.